Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that no complications were experienced during the leadless implantable pulse generator (ipg) implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a cardiac arrest two hours post-implant of a leadless implantable pulse generator (ipg). Cardiopulmonary resuscitation was performed and the patient had to be externally defibrillated. Two days later, the leadless ipg was inactivated, and an implantable cardioverter defibrillator (ICD) was implanted. No further patient complications have been reported as a result of this event.